Event description:
During an in-clinic follow-up, episodes of inappropriate shocks due to misinterpreted supraventricular tachycardia were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to avoid any future cases of inappropriate therapy. The patient was in stable condition.